Event description:
Customer states that he recently used a condom that had some kind of "acid" on it causing his wife's vagina to become inflamed and to bleed. He states that his wife is now sterile and incapable of arousal.